Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to correct the lot number of the articular surface and update associated information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. Visual evaluation of the returned articular surface found no damage to dovetail features. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11-medical product: stemmed nonaugmentable tibial component option cr/ps/lps size 5. Item# 00598604701; lot# unknown. Femoral component precoat size e right. Item# 00597001502; lot# unknown. Updated: b4, b5, d11, g4 g7, h1, h2, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04295. Concomitant medical product: unknown nexgen tibial tray. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface would not seat properly on the tibial baseplate. Another articular surface was opened and did seat. There is no additional information at this time.